Manufacturer narrative:
Additional manufacuring narrative: the returned sensor was evaluated. Visual inspection upon receiving revealed no external damage. Passed continuity tests, no short or open connection was detected, and no intermittent short or open connection was detected when sensor was manipulated. The sensor passed spo2 and pulse rate comparison tests against lab sensor. The sensor is functioning as designed., corrected data: corrected data: model # was corrected from 4053 to 4053-9.

Event description:
The customer reported the sensor is providing inaccurately low readings. No patient impact or consequences were reported.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the sensor is providing inaccurately low readings. No patient impact or consequences were reported.